Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 30-aug-2018 with the following findings: a review of the black box showed a power on reset event had occurred. The battery compartment was cracked on the side from the threads to the cover. No moisture/corrosion was found in the battery compartment. The battery cap was not returned. The test battery cap was able to fit to maintain an electrical connection, and successfully completed 12 hour duration testing. No power on reset events were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Unrelated to the original complaint, the cartridge compartment was damaged at the threads.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.